Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31658123l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a thermocool smarttouch sf catheter and the patient experienced cardiac perforation which required prolonged hospitalization and surgical intervention. The report indicated that blood pressure decrease was observed during mitral isthmus ablation. After 30 ablations at the mitral isthmus, the intracardiac echocardiography showed increased pericardial effusion/cardiac tamponade, so pericardiocentesis was performed. The blood pressure decreased even after returning to the ward, and the patient improved after surgery. Results showed 1cm linear tear observed on the annular side of the mitral isthmus. Extension of hospitalization was noted. Atrial septal puncture was performed by radiofrequency (rf) needle. Ablation was performed before pericardial effusion was confirmed. Steam pop was not confirmed. The irrigation catheter¿s flow rate setting was 15 ml/min (35 w). The contact force (cf) monitoring methods were real time graph, dashboard, vector, and visitag. The visitag coloring setting was tag index. Causal relationship with the product was reported. There was no abnormality observed prior to or during use of the product. Additional information received indicated that the outcome of the adverse event was improved. One catheter was used during the procedure. The energy delivered was rf. There was no error message observed on biosense webster equipment during the procedure. The patient recovered and was in the general ward hospitalized for treatment of heart failure that is not related to this procedure. Other relevant history/preexisting condition was chronic kidney disease. The procedural activated clotting time (act) was 397 seconds (10:33), 238 seconds (11:09), 374 seconds (11:32), 316 seconds (11:57), 112 seconds (12:10). One catheter was used during the procedure. One transseptal puncture site was performed during the procedure with rf needle. The number of performed ablation was 3 with rf energy and all outside the pulmonary veins. No ablations were performed within the pulmonary veins. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. There were no error messages observed on biosense webster equipment during the procedure. The ngen generator and pump were used for the procedure.